Event description:
Reportedly the balloon broke during the procedure. The dr opened the vessel and used forceps to try and retrieve the balloon fragment, however, was not successful in retrieving the balloon. The pt was kept in ICU to monitor. No permanent pt injury reported.